Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipack¿ syringe had a deformed plunger, which caused volume change. No serious injury or medical intervention was reported.

Event description:
It was reported that bd plastipack¿ syringe had a deformed plunger, which caused volume change. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: DHR review, quality notification records and maintenance records were analyzed and no occurrence potentially related to the complaint was observed. Investigation conclusion: the picture sent by the customer was verified and it was possible to observe stopper with assembly failure / jammed. Root cause description: the probable cause for the occurrence is related to failure at stopper assembly station. Rationale: the incident identified from this complaint will be monitored for trend evaluation.